Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pvl was mild-moderate.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed. The post-implant balloon dilation was performed due to paravalvular leak (pvl). The deployment starting point was near the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was -3 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 4-5 mm. After valve dislodgement, the inflow of the valve was 3-5 mm below the sinotubular junction (stj). Additionally, a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012702008); product type: 0195-heart valves; product ID: evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0013013475); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-34, the first valve was successfully implanted in a good position. After post-dilatation and withdrawal of the balloon catheter, the valve was pulled out together with the catheter. The valve was then snared and repositioned into the ascending aorta. An attempt was made to implant a second valve, but the delivery catheter system (dcs) nosecone was unable to pass the initially implanted valve due to an unfavorable angle and resistance. Ultimately, a non-medtronic prosthesis was selected and implanted. No patient complications have been reported as a result of this event.